Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was transferred temporarily from automated peritoneal dialysis therapy to continuous ambulatory peritoneal dialysis therapy for antibiotic therapy. On unreported date(s), the patient was treated with fortum (route, dosage, frequency, and duration not reported) for the peritonitis event. Extraneal and physioneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): it was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection of reflin 1 gram, once a day (route not reported) and injection of amikacin 250 milligrams, once a day (route not reported) for peritonitis. It was reported the patient was recovering from this peritonitis event. The action taken with dianeal therapy was not reported. On an unreported date, the patient discontinued antibiotic therapy. The patient was recovered from this peritonitis event. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.